Manufacturer narrative:
Date received by manufacturer: 17oct2019. Date of report: 18oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer ordered a replacement battery and replaced the battery on the device to address the reported issue. The issue has been resolved, the device has been tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported battery failure. It is unknown if the device was being used on a patient during the time of the event, but no patient harm was reported.